Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse evaluated the unit in various functions related to the temperature system. First, the fse performed a compressor output test, where the temperature of the compressor was found to be 83.3 celsius. In order to solve the issue, the fse replaced the temperature probe sensor. After replacing the temperature sensor probe, the fse ran another compressor output test and found that the temperature was 32.2 celsius, which was much lower then the first test. The unit was tested as well for 3 hours and was able to perform normally with no temperature alarms. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system over temperature. There was no patient harm reported.